Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. It is likely the following led to the malfunction: due to corrosion on plug unit, the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope presented no image. There were no reports of patient harm.